Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004 the patient presented with complaint of loose stools. The patient underwent colonoscopy with biopsies. Assessment: normal exam; diarrhea of unclear etiology. Biopsies taken to rule out microscopic colitis. On (B)(6) 2006 the patient presented with recurrent episodes of esophageal reflux and dyspepsia with occasional emesis. The patient underwent esophagogastroduodenoscopy with biopsy. Finding: the esophagus was normal to the eg junction at 40 cm. On (B)(6) 2006 the patient presented with the following preop-diagnoses: hallux rigidus, left great toe. He underwent the following procedure: cheilectomy and debridement of osteophytes left first metatarsal - phalangeal joint. On (B)(6) 2007 the patient presented with the following preoperative diagnoses: low back pain; spinal stenosis; previous surgery; congenital spinal stenosis; radiculitis; difficulty with ambulation. He underwent the following procedures: rexploration; laminectomy l5, l4, l3; decompression s1, l5, l4 and l3 nerve roots; arthrodesis l3 to s 1; pedicle screws l3 to s1 using tsrh; emg x 4 hours. Op notes: blank ap and lateral images were taken, which facilitated placement of our pedicle, screws, 6.5 x 40 into the sacrum, 5.5 x 50's into l5, l4 and l3 with l3 having 5.5 x 50's. Screws were placed with drill guide and tap. Secured in place and confirmed to be in adequate location using stimulation of the pedicle screws, intraoperative emg, lateral x-ray, pedicle probe. The surgeon decorticated posterolaterally, placed rhbmp-2/acs, allograft spine local. 12cm rod with standard connectors was placed the anti-torque device was used to secure the rod to the connector. Crosslink was placed, 28 mm and secured in placed. On (B)(6) 2008 the patient underwent the following procedures: left heart catheterization, selective coronary angiography, left ventriculography. There were no complications. On (B)(6) 2009 the patient presented with right hip osteoarthritis. The patient underwent right total hip arthroplasty. On (B)(6) 2009 the patient presented with the following preoperative diagnoses: debilitating claudication; early ischemic pain, left lower extremity; severe left popliteal artery occlusion, distal; occlusion of left anterior tibial, left posterior tibial, left peroneal and trifurcation; chronic obstructive pulmonary disease, chronic tobacco abuse; obesity. On (B)(6) 2009 the patient presented with the following preoperative diagnoses: ischemic rest pain; severe tibial vessel occlusive disease, left lower extremity. He underwent the following procedures: left distal left superficial femoral artery to posterior tibial artery in situ (translocated bypass); intraoperative left femoral arteriogram with complete unilateral left lower extremity runoff. On (B)(6) 2010 the patient presented with the following preoperative diagnoses: cervical myeloradiculopathy; cervical stenosis at c3-c7; cervical spondylosis c3-7; axial neck pain. He underwent the following procedures: c3-4-, c4-5, c5-6, c5-7 anterior cervical discectomy; c3-4-, c4-5, c5-6, c5-7 anterior cervical partial vertebrectomy; c3-4-, c4-5, c5-6, c5-7 anterior cervical arthrodesis with tricortical structural allograft; c3-4-, c4-5, c5-6, c5-7 anterior cervical instrumentation with sulzer plating system; micro surgically assisted dissection with zeiss operating microscope; intraoperative interpretation of x-rays.